Event description:
Healthcare professional reported left side "seroma" via us report. Healthcare professional later reported "pain and hardening", "shallow folds" and "inflammatory process." Device remains implanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma-late: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "seroma" via us report. Healthcare professional later reported "pain and hardening", "shallow folds" and "inflammatory process." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b. A review of the device history record has been completed. No deviations or non-conformances noted.